Event description:
Additional information added on 2/11/2026 for report mw5179291 to create additional follow-up 1 report for second device. Financial implications/benefits of preventing cannula dislodgment in the USA ¿ supplementary information cannula dislodgment occurs during cataract surgery. The device (cannula/syringe complex) is not safe. The cannula dislodges and shoots into the eye causing ocular harm and even blindness. Harm will result in avoidable sight loss, litigation costs, and increased costs of care to deal with the complications. Litigation costs of cannula dislodgment: "average compensation claims in the us for ocular injury: average settlements for eye injuries minor between $2,000 and $9,000 moderate between $9,000 and $40,000 eye loss between $54,000 and $180,000 blindness between $50,000 and $300,000" [https://www.greenbergrubylaw.com/eye-injury-at-work-lawyers/settlements] lawyer fees/expenses are 40% so the settlements above represent 60% of the pay out from the defendants. Defendant lawyers fees will match those of the claimants. Therefore, for a blindness claim the average pay out is $175,000. If the claimant receives this amount, then the legal fees for the claimant and defendant will be circa $116,667 for each. This results in overall litigation costs for one case of blindness due to the cannula dislodgment is $408,334. Therefore, for moderate visual loss claim the middle payout is $24,500. If the claimant reveives this amount, then the legal fees for the claimant and defendant will be circa $16,333 each. This means overall litigation costs for one case of visual loss due to the cannula dislocating is circa $57,166. A recent journal of cataract and refractive surgery (jcrs) survey obtained responses from (B)(4) eye surgeons in the UK and europe. 84% of respondents had experienced dislocation of the cannula during an intraocular procedure. 78.04% of respondents had seen episodes of harm due to this complication. 50.37% of respondents indicated that the last time a cannula dislocation occurred there was ocular damage. 38.43% it occurred on average twice per year, 15.66% responded that it occurred 3 times per year, while 6.92% stated that it occurred 4 or more times per year. Assuming 20,000 ophthalmologists in the USA, if 22.95% of these surgeons experience a cannula dislocation once per year, then it occurs (B)(4) times per year. If we include the numbers for those who experience it even more frequently, this results in an estimated (B)(4) instances per year. Further, if clinicians acknowledge that harm is observed in 50% of cases, then avoidable ocular harm occurs in almost (B)(4) cases per year in the USA alone. Most of this harm will be minimal/mild and will not result in litigation. There is currently no data to help us determine how bad the ocular harm is that is occurring. Most will involve posterior capsule rupture but in other cases it will involve blindness or even loss of the eye. Taking a conservative view, if we assume that only 1% will result in blindness and only 10% result in visual loss enough to trigger litigation, then the costs will be: 1% is 17.5 cases of blindness per year in the us due to the complication = $7,145,845 in legal fees per year. 10% is 175 cases of some visual loss in the us due to this complication = $10,004,050 in legal fees per year. So, a total of $17,149,895 per year in the us on legal fees due to this avoidable complication. Cost of managing the complications. The most common complication of the cannula dislocating is posterior capsule rupture costing an additional average of $4,663 to treat per patient. Assuming that 50% of cases of harm is in the form of posterior capsule rupture (pcr), then there would be (B)(4) cases of pcr per year in the us caused by this complication causing an additional healthcare spend of $40,801,250. Pt codes: 1930, 2639, 1924. Device codes: 2923, 2978, 1120, 2506, 3023. Ref report: mw5179291.